Manufacturer narrative:
The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Received portion of one used drain, broken in the fluted area; the broken piece was not received. The drain could tear following some initial nick/cut in this area which happened during use.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
On (B)(6) 2018, the doctor performed a total knee surgery on the patient, installing four drains. On each consecutive day, each drain was removed, one on (B)(6) 2018, one on (B)(6) 2018, one on (B)(6) 2018 and the fourth on (B)(6) 2018. Five days after the fourth drain was removed, the patient returned to the doctor, complaining of bleeding. The doctor removed the dressings and discovered a piece of the fourth drain had broken off and was still lodged in the patient's knee. The doctor removed the broken part of the device, cleaned and sutured the wound, and applied a fresh dressing. The patient was discharged. No additional information is available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/14/2020.